Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the ok button was intermittently unresponsive for a couple of weeks. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 08/07/2013 - device evaluation:the pump has been returned and evaluated by product analysis on 07/16/2013 with the following findings:the keypad was found to be fully intact; no damage was observed. During testing, all keypad buttons were intermittently unresponsive and required multiple button presses with increased force to elicit a response. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed that the bolus button was intermittently unresponsive. The bolus button cover was removed and it was found that the internal plug contact was misaligned. There was no evidence of contamination under the bolus button cover.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.